Manufacturer narrative:
(B)(4). The reported complaint is not confirmed. A complaint sample is not available for manufacturer¿s evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A review of the batch production records was performed for the reported lot number and did not reveal a probable cause for the customer complaint. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were used and confirmed the leak. Estimated blood loss was 300cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The sample has been discarded by the user facility and is not available for evaluation.

Manufacturer narrative:
Manufacturing investigation: the complaint device was not returned for analysis; however, the user facility provided 90 companion samples from the reported lot to the manufacturer for physical evaluation. Eighteen of the 90 samples were retained within the complaint laboratory for the purpose of visual examination and bubble point testing. The dialyzers were returned sealed within their prepackaging pouches. A visual examination of the 18 companion samples did not identify any kinked, broken, looped, or damaged fibers on the circumference of the fiber bundle. The polyurethane material was distributed evenly and was noted to be intact, without any visually identifiable irregularities. No damage, irregularities, or defects were identified that would affect the integrity or performance of the dialyzers. The 18 companion samples were then subjected to laboratory bubble point testing; no internal leaks were observed. Testing performed on the returned companion samples did not identify any internal leaks, damage, or irregularities. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was not able to confirm the failure mode as the actual sample was not available for evaluation. Although the evaluation of the companion samples confirmed that the devices functioned fully as designed and met specification, a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual complaint device.